Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely a transmission. Stored egm revealed that the device exhibited post-paced t-wave oversensing on the ventricular channel. Programming changes were made and resolved the oversensing issue. Patient was stable.

Event description:
New information received indicated that device exhibited multiple episodes of non-sustained rv oversensing caused by another occurrence of t-wave oversensing. Programming changes were made per the recommendations given. Patient was stable.